Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Reason for mesh implantation: vaginal vault prolapse, cystocele, rectocele, enterocele procedure (s) performed: laparoscopic sacral colpopexy, perineorrhaphy, cystourethroscopy complications post placement: fibrosis. - mucosa atrophic - scarring - mesh erosion at 2 sites, one strand on upper posterior wall is sticking through 1 cm and friable, the other is small at central cuff - dyspareunia, postmenopausal atrophic vaginitis, exposure vaginal mesh/prosthesis, exposure of implanted vaginal mesh and other prosthetic materials into vagina.